Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming pulse lead hi-pot testing. Upon eval, there was an open white (drvn_gnd) wire inside the trunk cable. The cause of the incoming test failure is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming pulse lead hi-pot testing. The last patient to use this belt did not report any deficiencies.